Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
It was discovered on 11/16/2020, that initial reporter section e was blank in initial report. Correction: initial reporter first name is (B)(6), initial reporter address line: (B)(6), initial reporter city is (B)(6), quebec, initial reporter country code is (B)(6), initial reporter facility name is dr. (B)(6) inc., health professional? Is yes, reporter also sent report to FDA? Is no. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation of the device a tear was observed on the posterior aspect, measuring 7.4 cm. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two 325cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.